Event description:
The customer reported that the cautery of the device stopped working and the knife blade malfunctioned. The device was returned to covidien and visual inspection discovered that the clear insulation had rolled up on itself.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.